Event description:
A report was received that the patient was experiencing a burning sensation at the ipg pocket site whether the stimulation was on or off. The patient was given patches to help reduce the pain. The patient will undergo a pocket revision procedure.